Event description:
It was reported that pump experienced malfunction alarm with code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and provided instructions for placing malfunctioning pump into storage mode, returning it within 10 days, and transferring pump settings and continuous glucose monitor connection to replacement device.